Manufacturer narrative:
Event is being reported to FDA on one medwatch as the information available indicates that a revision procedure occurred due to pain. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-01631 / 01632).

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2009 and (B)(6) 2010. Subsequently, a bilateral hip revision procedure occurred on (B)(6) 2013, to remove and replace both acetabular cups, modular heads and taper adapters due to allegations of pain. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, ¿inadequate range of motion.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ number 14 ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ correction: information filed in the initial incorrectly stated that one of the arthroplasties occurred on (B)(6), 2010. The correct date is (B)(6), 2010. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2013-01631 / -01632 and 1825034-2014-00873 / -00876)

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on (B)(6), 2009 (left hip) and (B)(6), 2010 (right hip). Subsequently, a bilateral hip revision procedure occurred on (B)(6), 2013 to remove and replace both acetabular cups, modular heads and taper adapters due to allegations of pain. Additional information from patient's legal counsel reports patient allegations of discomfort, soreness, dysfunction, loss of range of motion and mobility, metal poisoning, elevated metal ion levels, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " wear and/or deformation of articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on (B)(6), 2009 (left hip) and (B)(6), 2010 (right hip). Subsequently, a bilateral hip revision procedure occurred on (B)(6), 2013 to remove and replace both acetabular cups, modular heads and taper adapters due to allegations of pain. Additional information from patient's legal counsel reports patient allegations of discomfort, soreness, dysfunction, loss of range of motion and mobility, metal poisoning, elevated metal ion levels, and metallosis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted left and right hip revisions were due to synovitis and pain. Operative report noted the presence of a hypertrophic thick capsule, metallosis, synovitis, and reactive fluid during the left hip revision procedure. Operative report further noted the presence of reactive synovitis and wear during the right hip revision procedure.